Event description:
Event description boston scientific received information that during a clinic evaluation, this chronic right ventricular (rv) lead displayed impedance measurements greater than 2500ohms and high threshold measurements. The patient was brought to the operating room for a revision procedure. During extraction of the rv lead, it gave additional back traction in the superior vena cava, so the physician had to cut the lead and surgically abandon the remaining portion. The chronic pacemaker was also replaced at this time for early replacement indication (eri) and there were no allegations. To date, there have been no reported patient symptoms associated with this clinical observation.